Manufacturer narrative:
The d-dimer reagent lot number was 638689.

Manufacturer narrative:
Patient samples were returned for investigation. Based upon the investigation performed and information provided, the root cause of the event seems to be an igg interference with a special specificity in these samples. This issue only occurred on the integra analyzer. The reason only the integra was affected may be specific assay characteristics, such as mxiing, photometer, or wavelength, used on the integra that are not used on other systems.

Event description:
The user received questionable tina-quant d-dimer (d-dimer) results from the integra 800 when compared to the star evolution analyzer. The data from the star evolution was considered in the normal range and the results from the integra were considered "unhealthy". Data for three patient samples was provided. Patient sample 1 results were: d-dimer <300 ng/ml. D-dimer (intern) 0.22 ug/ml. This was the result from the star evolution. D-dimer "bestatigungstest" (tina-quant) 2230 ng/ml. D-dimer (intern) (tina-quant) 2.23 ug/ml. This was the result from the integra 800. Patient sample 2 results on (B)(6) 2010 were: d-dimer <300 ng/ml. D-dimer (intern) 0.22 ug/ml. This was the result from the star evolution. D-dimer "bestatigungstest" (tina-quant) 1970 ng/ml. D-dimer (intern) (tina-quant) 1.97 ug/ml. This was the result from the integra 800. Patient sample 3 results on (B)(6) 2010 were: d-dimer <300 ng/ml. D-dimer (intern) 0.22 ug/ml. This was the result from the star evolution. D-dimer "bestatigungstest" (tina-quant) 2820 ng/ml. D-dimer (intern) (tina-quant) 2.82 ug/ml. This was the result from the integra 800. No adverse events were alleged regarding the issue. The d-dimer reagent lot number was not provided.

Manufacturer narrative:
Additional information was received stating the patient was born in the year (B)(6). The "original results" were reported outside the laboratory.

Manufacturer narrative:
This event occurred in (B)(6).